Manufacturer narrative:
The company rep examined the system and found dust in the identification sensors which was blocking the sensors reading the cassettes. The company rep cleaned and lubricated the system and performed preventive maintenance. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A physician reported a system message was received prior to surgery. After the pt had received local anesthesia and sedation, the procedure was postponed for seven days.